Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: n/a. No any information neither from pn nor batch number so in case no any possibility for investigation. In this case there is gap between the impossible analysis and sign analysis code. Investigation is impossible in case of missing pn and batch number so investigation task could not be completed.

Event description:
It was reported that unspecified bd¿ ultrasafe safety pin fell off before use. The following information was provided by the initial reporter: md office said safety pin fell off from xolair pfs. They were able to give shot to patient but wanted to report. Spontaneous call- no further information provided. Product lot number and expiration date are unknown. Sd detached from syringe.